Manufacturer narrative:
Vyaire file identification: pc-(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The unit did not pass flow valve characterization nor exhalation valve characterization. The root cause has not been identified yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the avea ventilator experienced intermittent auto-cycling. There was no information regarding patient involvement.